Event description:
It was reported that the right ventricular (rv) lead exhibited both high defib and pacing impedances. A clavicular crush was suspected. The patient was asymptomatic. The rv lead was capped and replaced. The patient was stable throughout the procedure and recovery.